Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states the seat frame is bent, tweaked and does not sit level. Out of box failure.